Event description:
Reporter alleged having low glucose symptoms at 6 am and had taken normal insulin the night before. Customer stated glucose device read 120 mg/dl; however, when beginning to retest, the meter would not respond and she started to become incoherent. It was stated a relative attempted to test and it would not respond a second time so she administered glucagon to the customer via an IV and gave her some food. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.